Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced on (B)(6) 2022. The patient's condition was noted to be stable throughout the procedure.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in three pieces. Electrical, x-ray examination and visual examination did not find any anomalies except for the damages found consistent with procedural damage.